Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 475 mg/dl and other relevant blood glucose level was 126 mg/dl. Customer was treated with bolus. Customer stated that the sensor had calibration not accepted alert and auto mode status screen shows sensor not ready. The insulin pump will not be returned for analysis.